Manufacturer narrative:
The investigation for the reported low pump flow and product damage (cannula kink)issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that a kink could be seen in the cannula. The pump was run without the kink and performed within specification. The root cause of the low flows was determined to be a kink in the cannula and the root cause of the cannula kink was determined to be a result of delivery issues through the patient¿s tortuous vasculature. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, there were low pump flows after initiating the pump. The cannula was observed to be kinked and the was kinked after crossing the valve. The kinked cannula was just distal to the motor housing. The pump was removed and replaced with an impella 2.5.